Event description:
It was reported that the patieints right atrial (ra) lead exhibited high thresholds and had dislodged. A lead revision was completed where the ra lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.